Event description:
It has been reported to philips that the device was not booting up successfully. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and determined that there was a malfunction with the host pc. A restart was attempted and the hard disk drive of the host pc was replaced, but the issue was not resolved. The host pc was replaced and the system was returned to use in good working order. The codes were updated based on the investigation outcome.